Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for lot#6098129, and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there is stock product from lot#6098129 available for review. Investigation methods/results: the device was returned, but not in the original package. The implant was verified to be an inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp (70-1070-imp0006) using a radiographic template (gd-437-091015). There was no defect or non-conformity observed, and the threads were intact. Matter was observed in the threading of the implant. (See attached images). The complaint is verified based on the returned part(s), but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "loss of osseointegration" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient has a history of smoking, htn, and hyperthyroidism. IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in the contraindications section: "inclusive tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space" IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in the precaution section, surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Since implant components and their instruments are very small, precautions should be taken to ensure that they are not swallowed or aspirated by the patient. Prior to surgery, ensure that the needed components, instruments, and ancillary materials are complete, functional, and available in the correct quantities." IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: " the implant site should be inspected for adequate bone by radiographs, palpation, and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4989 rev 3.0 (inclusive tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The manufacturer's internal reference number is: (B)(4). Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" cod.e

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. The patient's ethnicity/race was reported as african american by the healthcare professional. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2025-00465, 3011649314-2025-00467, 3011649314-2025-00468, 3011649314-2025-00469, 3011649314-2025-00470.

Event description:
A healthcare professional reported that six inclusive tapered implants with different lot numbers lost osseointegration years after placement. It was reported that the healthcare provider observed the following patient symptoms: infection, bone loss and a loose bridge. It was reported that the symptoms were relieved with the removal of the devices though the devices were not replaced. No additional procedures or permanent injury was reported.